Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, post-sensed t-wave oversensing on the ventricular lead was observed. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. The device was reprogrammed successfully. The patient will be monitored.

Event description:
New information received noted that during a follow up, post-sensed t-wave oversensing on the ventricular lead was continued to be observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.